Event description:
Oxygen or air fittings disconnect at knurled fitting causing flowmeter to project from wall. This has the potential to injure users or pts. It also has the potential to discontinue the flow of oxygen to a pt who needs oxygen to survive.